Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure for an unknown reason. The current location of the device remains unknown. No additional adverse patient effects were reported and no additional information was available.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <nhl, pjs> product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6). Batch: (B)(6) UDI: (B)(4). Product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6). Batch: (B)(6) UDI: (B)(4). Product family: dbs-lead fixation upn: m365db4600c0 model: db-4600-c batch: 35107767 UDI: (B)(4).